Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During service and repair a philips field service engineer (fse) heard an "airy" noise from the power supply . There was no patient involvement.